Manufacturer narrative:
Insulin pump esc button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error twice and the keypad was unresponsive. The customer's blood glucose was 153 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.